Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found no visual nonconformity. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet product specifications. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which did not meet product specifications. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The customer reported event of an aspiration/vacuum issue could not be confirmed through testing. Unrelated to the reported event, moisture ingress was found within the electrode chamber; however, how or when moisture entered the handpiece remains inconclusive. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no suction with the handpiece. Event details are unknown. Additional information has been requested.